Event description:
While in use on a pt, ventilator stopped cycling, powered off, and failed to alarm. Pt was manually ventilated until a replacement was obtained. There were no adverse consequences for the pt. Rptr states that they have had this problem before with this type of ventilator. MFR was informed, and repaired the ventilator. The cause of the event was related to defective fuses, as stated by the rptr. The MFR instructed the rptr to run the repaired device for 24 hours, and if no problems occur the device should be safe for pt use. Rptr feels reluctant to use device on another pt, and feels the device is "unsafe". Rptr claims that a medical device alert has been issued on the siemens model 300 ventilator for earlier serial numbers than the reported device. Rptr is concerned that the problem with the defective fuses is a design problem that will still occur with later serial numbers of the model 300.